Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the device's flexvision computer would not boot. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) replaced the flexvision computer along with a hard drive and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system did not boot up successfully. The fse visited onsite and upon functional testing, the fse found that the flexvision pc bluescreen was appearing which confirmed the issue with the flexvision pc. The defective flexvision pc was returned for analysis, and it confirmed that the 6 dimms memory were failed. Philips has initiated a medical device correction (z-1156-2024). To resolve the reported issue the fse replaced the flexvision pc and hdd and installed flexvision os & applications. After replacement and installation of software, the system returned to use in good working order. The codes were updated based on the investigation outcome.